Manufacturer narrative:
H2) device evaluation: a1-a2 and a4-a6 updated. B5 - describe event or problem: additional information. B6-b7 updated. H3 and h6. Codes: updated. H3, h6: the customer reported issue ¿alarming high temperature¿ was confirmed. The probable cause of the report error was a cracked return tube assembly and fluid ingression on main board. Replaced the return tube and main board to resolve the error. The device passed all functional tests after the repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
Additional information was received informing that the reported product error occurred during staff in servicing. There was no patient involvement.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the h1200 rapid infuser alarmed for high temp. There was unknown patient involvement, and no harm/adverse event reported.